Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and the oil mist filter were replaced to resolve the odor/haze issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
The customer reported odor and haze/mist (h2o2) emitting from the sterrad® 100nx sterilizer. The customer also reported a 3rd party h2o2 monitoring system is alarming to notify them of h2o2 in the air. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The sra shows the risk for exposure to odor/smells and haze/mist/vapor to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells and haze/mist/vapor issue is likely due to oil mist filter, catalytic decomp filter since the issue was resolved after the parts were replaced. The field service engineer confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.